Event description:
Literature: munts ag, voormolen jh, marinus j. Delhaas em, van hilten jj. Postdural puncture headache in complex regional pain syndrome: a retrospective observational study. Pain med. Nov 2009; 10(8): 1469-1475. Summary: this article describes the unusual course of postdural headache (pdph) after pump implantation for intrathecal baclofen (itb) administration in pts with complex regional pain syndrome (crps)-related dystonia. The info is case series based on data collected from 1996 to 2005 on a total of 54 pts with crps-related dystonia who were treated with itb. Five of eleven pts with pdph, without csf leak, had epidural blood patch (ebp) which was repeated once without results. It was also noted, six pts with pdph but without csf leak received IV ketamine. Pdph resolved in four of these pts during 2 - 10 days of treatment. In two of these pts, a prior ebp had no effect. IV ketamine gave no improvement in two pts, one of whom also had a prior ebp without effect. It was further noted, fourteen of fifteen pts who experienced exacerbation of their crps also had pdph without csf leak. (It was not identified further which of five pts, received treatments of IV ketamine, or experienced exacerbation of their crps).

Manufacturer narrative:
(B) (4)